Event description:
It was reported that since 2006, the patient had three incidents in which she had the urge to urinate. These incidents caused her to vomit, go into shock, lose control of her bladder and bowel, and go semi-conscious. The last episode resulted in eleven days of hospitalization. A cause for these episodes was not determined. The patient turned the device off a year ago because it bothered her and seemed to "transmit to her head", she felt it while lying down and experienced lightheadedness. She wanted the device removed to eliminate it as a possible cause. Further information is being requested from the hcp.